Event description:
Reportable based on device analysis completed on 16oct2014. It was reported that the device was unable to cross the lesion. While performing a percutaneous coronary intervention in the moderately calcified coronary lesion, an attempt was made to place the 3.5 x 12mm omega¿ device but was unable to cross the lesion. The device was successfully removed. The procedure was completed with a 3.5 x 20mm promus premier device. There were no patient complications reported and the patient status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the first five rows of struts were flared, bent and overlapping. Microscopic examination and tactile inspection presented no damage or irregularities in the shafts of the device. Microscopic examination inspection presented no damage or irregularities to the distal tip. Microscopic examination inspection presented no damage or irregularities to the balloon material or balloon bonds. Microscopic examination inspection presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).